Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 365 mg/dl and 95 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer contacted baxter's technical service center reporting that the transfer set was leaking during drain 3 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient's caregiver (cg) in ending therapy and advised to notify the nurse of the transfer set leaking. The cg agreed to call the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.